Event description:
Per information provided: (B)(6) 2018 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device 1 - left and device 2 - right). Per operative notes, "an incision was made into the left inguinal region. The hernia sac was dissected out. A 3dmax mesh (device 1) was placed into the left inguinal region and secured it with sutures. Another incision was made into the right inguinal floor. The hernia sac was dissected out. A 3dmax mesh (device 2) was placed into the right inguinal floor and secured it with sutures." (B)(6) 2021 - patient was diagnosed with recurrent bilateral inguinal hernia, thereby underwent laparoscopic repair with implant of perfix light plug (device 3 - left and device 4 - right). Per operative notes, "a transverse incision was made into the left inguinal region. The hernia sac was dissected out. A perfix light plug (device 3) was placed into the left inguinal floor and secured it with sutures. Another transverse incision was made into the right inguinal region. The hernia sac was dissected out. A perfix light plug (device 4) was placed into the right inguinal floor and secured it with sutures."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2018) is considered to be a best estimate. This emdr represents the 3dmax mesh (device 2). Additional supplemental emdrs were submitted to represent the 3dmax mesh (device 1) and perfix light plug (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.